Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 10.5 mmol/l at the time of incident. Customer stated that the insulin pump buttons were unresponsive and only the menu button was working. No significant events leading to keypad anomaly were observed. During troubleshooting, customer stated that new battery did not resolve the keypad anomaly issue.the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was received with unresponsive down arrow button due to corroded keypad flex connector traces. Unit failed leak test, unit leaked at a crack at the battery tube threads. Unable to perform displacement test and self-test due to unresponsive buttons. Unit was received with corroded battery tube. Unit was received with cracked case at the battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged. Unit was received with broken belt clip rail.